Manufacturer narrative:
(B)(4). Concomitant product: other: corsair microcatheter. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a chronic totally occluded vessel with a moderately calcified and 100% stenosed lesion in the left anterior descending artery. A non-abbott guide wire and non-abbott micro catheter were advanced to the lesion, then the non-abbott guide wire was changed to a balance middleweight (bmw) elite ii guide wire. An attempt was made to remove the micro catheter when the bmw and micro catheter became stuck and were removed from the anatomy together. Outside the anatomy when the micro catheter was straight, the bmw was removed. Two non-abbott guide wires and the same micro catheter were successfully advanced together and a xience xpedition was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.